Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages, arrhythmia alarms, damaged cable) has been confirmed. As received, the electrode belt failed incoming functional testing, specifically a therapy electrode recognition test. The cause for the test failure and the reported messages and alarms was isolated to an open pulse wire in the trunk cable. Upon evaluation, the trunk cable showed signs of physical abuse. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was receiving frequent "adjust belt" messages and arrhythmia alarms and stated that an electrode belt cable was damaged.